Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the skin. On (B)(6)2026, it was reported that the patient experienced a skin reaction with redness, inflammation/ swelling, discomfort and drainage at the needle puncture site. A week ago, the patient's mother reported that after sensor use, the patient developed a localized skin reaction at the insertion site. Due to concern about the reaction, the patient visited an urgent care facility, and he was evaluated and was prescribed oral antibiotics sulfamethoxazole 160mg to be taken twice a day. The patient did not have a fever and was not hospitalized. Although the redness and swelling improved over time, the insertion site had not fully healed at the time of the call and had been present for approximately one week. The patient¿s mother also expressed concern that the area may result in scarring. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.